Manufacturer narrative:
Final device investigation revealed that a clip was jammed sideways in the jaws of the device. The clip in line for use next in the device was sideways in the jaws of the device with one end of the clip bent downwards and out of alignment. The clip did not descend correctly and was jammed. The position of the jammed clip prevented the device from actuating as the clip was preventing the jaws from closing properly.

Event description:
It was reported that the device either jammed or misfired. It was later reported that the device was used on a pt. There did not appear to be any pt injury. Add'l info was requested multiple times with no response. A supplemental report will be filed if add'l info becomes available.